Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Reportedly, the customer attributed the cause of the low bg to the basal software not suspending insulin for an adequate period of time when the customer experienced a low bg. Tandem technical support reviewed the basal software features and informed the customer that when the customer's bg level increased from the suspended bg value, insulin delivery was resumed. The customer acknowledged and understood the software functionality.